Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to early elective replacement indicator (eri). It was also reported that the right atrial (ra) lead was capped and replaced due to low impedance. It was additionally reported that the right ventricular (rv) lead was capped and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-45, lead, implanted: (B)(6) 1996. (B)(4).

Manufacturer narrative:
Product event summary: the 4024-52 lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.